Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2011 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was mentioned that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy due to cystocele. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation to treat stress urinary incontinence, pelvic organ prolapse and third degree cystocele. It was reported that post implantation, patient experienced pain, urinary recurrence and dyspareunia (B)(4) - urinary recurrence; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.